Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that his ins was doing ¿crazy stuff¿. The patient clarified there was a couple of things going on with his ins. The patient reported that if he moved a certain way or twisted the stimulation would change. The patient reported that stimulation was set at 7.6 and then the stimulation would increase to 9.2. The patient reported that he used the controller to check the stimulation level and the controller showed the intensity number increased. The patient reported that his wife¿s minivan shifted gear, he felt an increase in his stimulation. The patient reported that the stimulation would feel like a shocking sensation up into his rib cage. The patient also reported that he noticed it was taking much longer to charge his ins now. The patient reported that these issues began around the same time, a couple of weeks ago in march. The patient didn't have any falls or traumas, but he did have heart stents put in a couple of weeks ago. The patient noted he currently had his stimulation turned off. No further complications were reported.